Event description:
The customer stated that he tested his blood glucose using his elite meter and a freestyle meter. The elite meter read 99 mg/dl, while the freestyle read 219 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.